Event description:
It was reported that the patient presented to the hospital on (B)(6) 2023 for a follow-up. During examination of lead, it was noted that the right ventricular (rv) lead had lead noise. It was noted that there was externalization of conductor on rv lead and decided to implant new lead. Physician capped and replaced the rv lead on (B)(6) 2023. The patient was in stable condition.

Event description:
New information received notes the right ventricular (rv) lead was oversensing lead noise. After further assessment in clinic, fluoroscopy confirmed externalization of rv lead. The patient was in stable condition throughout.